Event description:
It was reported that during a ptca treatment procedure involving a lesion in an unspecified coronary artery, the maverick otw balloon ruptured at 14 atm's on inflation. The procedure was successfully completed without adverse events. Pt status is reported as 'fine'.